Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms, especially when at work. Customer reported that as a result, his blood glucose has reached 500 mg/dl. Customer reported of receiving twelve no delivery alarms within five weeks. Customer reported to have done previous troubleshooting and problem persisted. Customer no longer wanted to troubleshoot. Customer was advised that infusion sets would be replaced.